Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, end cap broken off and bleeding lcd glass.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 300 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump slipped out of their hands and hit the concrete floor. Customer advised the bottom part of the insulin pump came off and some things fell out of it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.